Event description:
According to the literature, a retrospective study evaluated whether the laparoscopic roux-en-y gastric bypass can be safely performed by surgical residents between december 2007 and january 2016. In all patients, stapler was used to divide the stomach, create a side-to-side gastrojejunostomy which was over sewn with v-loc suture, divide the jejunum, create a side-to-side jejunojejunostomy and to close the defect. A methylene blue test was performed to test the gastrojejunostomy anastomosis. Since july 2012, the y- and the petersen window were closed with staples. There were 3051 patients in the study, of whom 2690 were operated on by four surgeons and 361 by three residents. Complications included: 38 patients with leakage, 28 patients with abdominal abscess, 55 patients with hematoma, and 15 patients with bleeding. There were 5 patients reported to have surgical conversion to open, but the cause of the conversion was not specified. No other interventions were reported. The study concluded that laparoscopic roux-en-y gastric bypass can be safely performed by surgical residents under supervision of experienced bariatric surgeons.

Manufacturer narrative:
D10 concomitant product: unknown-vloc, unknown vloc product (lot#unknown) reference: anne-sophie van rijswijk, 2017, can a laparoscopic roux-en-y gastric bypass be safely performed by surgical residents in a bariatric center-of-excellence? The learning curve of surgical residents in bariatric surgery: surg endosc (2018) 32:1012¿1020, https://doi.o rg/10.1007/s00464-017-5779-3 accepted: 28 july 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.